Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customers blood glucose level was 423 mg/dl at the time of incident. The customer stated that the insulin pump had compromised force sensor system alarm during prime. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer stated that the drive support cap appears to be flushed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to unresponsive button. Drive support disk was inspected and no anomaly was noted.